Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 135 mg/dl (system 1/strip lot 497388) and 351 mg/dl (system 2/strip lot 497677). Results were obtained using different strip lots. No adverse event reported. Return of the suspect device was requested for evaluation.